Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is broken during surgery.

Manufacturer narrative:
One (1) viper2 6mm self-drilling tap [product code: 2867-15-600, lot no: ng36331] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the tap fracture was located at the instrument¿s threaded working end. The second half of the broken tap was not provided for evaluation.the fracture analysis report suggests the tap underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the tap becoming broken cannot be positively determined. However, the fracture analysis report suggests the tap underwent a quasi-static torsional shear failure.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.